Manufacturer narrative:
(B)(4). Batch # r93a0a. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed and no further functional testing could be performed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was analyzed and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace the instrument. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The lot/batch was not provided. Therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a difficult lap nissen the case took about 3 hours. The harh36 went thru the pre-test and performed well. Then dr stopped and cleaned instrument with normal gauze, the blade broke off outside the patient. Dr did not bump the harh36 against any object, just cleaned it. Dr opened another harh36 to finish procedure, and it performed like a champ. No complications the patient.